Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had received hardware low level failures alarm. The customer¿s blood glucose level was unknown. Customer stated that they had a received hardware low level failures alarm. It was also reported that they had hardware low level failures alarm which recurred during the self test. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Hardware low level failures confirmed in the device history due to broken traces on keypad assembly. Device received with corroded battery tube.